Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. The caller was assisted by cts in resetting the pump after providing the necessary pump reset information, and the malfunction code did not recur. The caller was advised to continue using the pump and to reach out again if the malfunction code reappeared.